Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure devicelocation of device: uterus/ essure coil has migrated into area of the body of the uterus,migration:') in a 47-year-old female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis, cholecystectomy, rash erythematous, nickel sensitivity, cramp in lower abdomen, endometriosis, adenomyosis, paratubal cyst and menorrhagia. Concurrent conditions included anxiety, painful urination, blood in urine, dysuria, uti, hypothyroidism and gerd. Concomitant products included hydrochlorothiazide for hypertension, levothyroxine from 2009 to 2010 for hypothyroidism as well as antibiotics, ciprofloxacin (cipro), citalopram, ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan), lisinopril and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In december 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury related to essure"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral oophorectomy hysteroscopy with essure removal and laparoscopic tubal ligation.). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal infection, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, dysmenorrhoea and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure insertion date(B)(6) 2008 and (B)(6) 2010. On (B)(6) 2010-she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain, bleeding ,migration and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, pelvic pain". Lot number: 761439. Manufacture date: 2010-07 . Expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ essure coil has migrated into area of the body of the uterus,migration:') and genital haemorrhage ('general abnormal bleeding') in a 47-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, painful urination, blood in urine, dysuria, uti, hypothyroidism and gerd. Concomitant products included hydrochlorothiazide for hypertension, levothyroxine from 2009 to 2010 for hypothyroidism as well as antibiotics, ciprofloxacin (cipro), citalopram, ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan), lisinopril and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury related to essure"). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral oophorectomy hysteroscopy with essure removal and laparoscopic tubal ligation.). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal infection, anxiety and depression outcome was unknown and the genital hemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure insertion date (B)(6) 2008 and (B)(6) 2010 on (B)(6) 2010-she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain, bleeding ,migration and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, pelvic pain". Lot number: 761439. Manufacture date: 2010-07 . Expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Concomitant medication and condition added. Ppc code for genital hemorrhage added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure devicelocation of device: uterus/ essure coil has migrated into area of the body of the uterus,migration:') and genital haemorrhage ('general abnormal bleeding') in a 47-year-old female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, painful urination, blood in urine, dysuria, uti, hypothyroidism and gerd. Concomitant products included hydrochlorothiazide for hypertension, levothyroxine from 2009 to 2010 for hypothyroidism as well as antibiotics, ciprofloxacin (cipro), citalopram, ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan), lisinopril and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury related to essure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral oophorectomy hysteroscopy with essure removal and laparoscopic tubal ligation.). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal infection, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure insertion date- (B)(6) 2008 and (B)(6) 2010. On (B)(6) 2010-she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain, bleeding ,migration and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, pelvic pain". Lot number: 761439, manufacture date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure devicelocation of device: uterus/ essure coil has migrated into area of the body of the uterus') in a 47-year-old female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, painful urination, blood in urine, dysuria and uti. Concomitant products included hydrochlorothiazide for hypertension, levothyroxine from 2009 to 2010 for hypothyroidism as well as antibiotics, ciprofloxacin (cipro), citalopram, ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan) and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (bilateral oophorectomy hysteroscopy with essure removal and laparoscopic tubal ligation.). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal infection, anxiety and depression outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure insertion date-(B)(6) 2008 and (B)(6) 2010 on (B)(6) 2010-she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, pelvic pain". Lot number: 761439 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure devicelocation of device: uterus/ essure coil has migrated into area of the body of the uterus,migration:') and genital haemorrhage ('general abnormal bleeding') in a 47-year-old female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, painful urination, blood in urine, dysuria and uti. Concomitant products included hydrochlorothiazide for hypertension, levothyroxine from 2009 to 2010 for hypothyroidism as well as antibiotics, ciprofloxacin (cipro), citalopram, ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan) and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury related to essure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral oophorectomy hysteroscopy with essure removal and laparoscopic tubal ligation.). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal infection, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure insertion date- (B)(6) 2008 and (B)(6) 2010 on (B)(6) 2010-she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff received treatment for pain, bleeding ,migration and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, pelvic pain". Lot number: 761439 manufacture date: 2010-07 expiration date: 2013-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet documents received and event abdominal pain, dysmenorrhea (cramping) and general abnormal bleeding ,uti and outcome were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ essure coil has migrated into area of the body of the uterus') in a (B)(6)-year-old female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, painful urination, blood in urine, dysuria and uti. Concomitant products included hydrochlorothiazide for hypertension, levothyroxine from 2009 to 2010 for hypothyroidism as well as antibiotics, ciprofloxacin (cipro), citalopram, ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan) and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (bilateral oophorectomy hysteroscopy with essure removal and laparoscopic tubal ligation.). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal infection, anxiety and depression outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepancy noted essure insertion date-(B)(6) 2008 and (B)(6) 2010. On (B)(6) 2010, she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo. Confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, depression, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number were added. Medically confirmed case. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, depression, mental anguish, migration of essure device location of device: uterus. Reporter information, medical history, concomitant drug were added. Essure insertion date were updated. Device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.